Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01640. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. No product information was provided so a review of the device history record and complaint database is not possible. The product was not returned.